Event description:
It was reported that the pump had a system failure backup audible alarm. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. The customer¿s complaint was verified when booting the pump which immediately issued the error and when reviewing the alarm history. The main printed circuit board (pcb) was replaced to resolve this issue.